Event description:
It is reported that upon opening the implant box it was noticed that the plastic packaging was compromised. The implant was protruding out of the package. The implant was autoclaved by hospital. This caused a 30 minute delay in surgery.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the box and inner packaging for a most options proximal tibia were returned with the complaint for review. Visual inspection of the packaging revels minor wear to the box, as well as dent that indicates the box may have been dropped. Both the inner and outer plastic cavities are cracked and show signs of repeated impaction from the device. It is unknown how many times the device may have been in transit over the past five years. The cause of the cracked trays was exposure to hazards outside of normally anticipated distribution environments. Based upon the investigational findings, it is possible that the damage was caused by a sharp impact, possibly a drop during transit. The exact cause of the damage cannot be determined. The device history records were reviewed and indicate that the device was manufactured, inspected, sterilized, and packaged to specification. The device history records indicate that the device was manufactured and distributed in 2006.